Manufacturer narrative:
A ge representative contacted the customer and directed him to try rebooting system. Customer stated that system seems to be operating as normal and system was returned to service.

Event description:
The customer reported the system stopped working and the monitors went blank outside of a procedure. No pt injury was reported.